Event description:
The rep reported the device was used during a laparoscopic pull through. It was reported the lcsk5 was used on an 8lb. 2 week old pt. The colon/mesentery was taken down using the lcsk5. Electrocautery (monopolar) was also used. Procedure was completed with no incident. Post-op approximately 72 hours later the pt became distended and was readmitted and scoped resulting in observation/discovery of three holes in the bowel, 2 in the ileum and 1 in the jejunum. The pt was opened and a colostomy was performed. No definite cause of injury was confirmed. 10/19/1998 the rep called to provide additional info. The procedure was a laparoscopic cholectomy. The surgeon took at least 3 biopsies until there were ganglion cells found. Then pulled the colon through the rectum.